Event description:
A customer contacted beckman coulter (bec) to report that platelet (plt) results obtained from 3 different patients' samples on 2 different days in the automated mode of a coulter lh 780 hematology analyzer did not match sample results obtained on another lh 780 analyzer which was considered correct by the customer. Data submitted for bec review indicated that the samples were run via the automated mode and all recovered higher results for plt with instrument generated flags (to alert the operator to review results further), compared to results obtained on another lh780 which were considered correct. The data also indicated that higher hematocrit (hct) and mch (computed mch = (hgb x 10)/rbc) results without instrument generated flags were obtained for patient # 2 on initial run, compared to results from lh1, which were reported out as correct. Patient # 3 recovered higher hemoglobin (hgb) and mpv results with instrument generated flags only for mpv, compared to results obtained on lh1, which were reported out as correct. ¿ the erroneous results without instrument generated flags are shown in the attachment. Erroneous results were not reported outside of the laboratory. There was no injury or change to patient treatment with regard to this event.

Manufacturer narrative:
The customer reported that on occasion, the platelet background for this instrument had exceeded background limits, however, the startup cycle had passed before the three patient samples were run. Controls were run prior to and after this event in automated mode and they were within published specifications. A field service engineer (fse) went on-site and inspected and monitored the rbc bath filling, draining and venting but was unable to reproduce the high platelet result. Fse replaced the sweepflow assembly and valve actuator 11b and 11c as preventative maintenance and verified the instrument by running startup, latron, controls and whole blood samples without errors. A clear cause for this event is unknown. Fse was unable to reproduce the error. The instrument operated as intended and generated flagged results for the high plt results the customer reported to bec; thereby alerting the operator to review results further.